Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I had no trouble with fitting, however, the first time I used it, it separated one hard section, the bottom and soft section soft. It is one of the best, but even though one end is still fixed I was afraid to use it. Thank you.